Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the abdomen on 04/05/2022. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).